Manufacturer narrative:
Device is a combination product. Device code 2524 relates to component code 3038. Device evaluated by manufacturer: a visual and microscopic examination of the returned device identified proximal stent damage. Struts on row 4 were raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was use/user error. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure, there was difficulty crossing the lesion. The target lesion was a severely calcified left anterior descending artery. The physician predilated the lesion using a 2.25x15mm apex balloon catheter to 16atm. The physician attempted to implant a 2.25x16mm taxus liberte stent, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient condition is stable returned device analysis revealed stent damage.